Event description:
It was reported that a patient underwent breast augmentation revision with two 300cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast implant rupture and left breast capsular contracture (baker grade iii). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 270cc mentor memorygel xtra breast implant catalog: smpx270 lot: 9708684 sn: (B)(6) and (right) 270cc mentor memorygel xtra breast implant catalog: smpx270 lot: 9708684 sn: (B)(6).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001563351